Event description:
Customer states their employee had completed drawing the blood and was closing the safety shield, using her thumb, when the holder broke and the needle popped out of the holder and the needle at the back end stuck employee's hand.

Manufacturer narrative:
The used broken device was returned for investigation. Since it was activated and broken only limited conclusion could be drawn from the used device. Manufacturing records, stock samples, and postmarket surveillance data were used in the investigation. Inspections on stock samples were performed. Review of manufacturing records (DHR) showed no abnormalities or defects. A review of the complaint files showed no further complaint. A check of samples found no pre-existing device defect post manufacturing. Measurement of safety shield activation force and breaking force showed a significant difference. Forces during manufacturing assembly were checked to exclude prior damage of device. Although the definitive cause for the device breakage cannot be determined based on the available information, records and samples no device malfunction or manufacturing problems could be determined.